Event description:
It was reported from (B)(6) that the small battery drive device stopped functioning.it was unknown to the reporter if the device was used in surgery. It was reported that there was no patient involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that motor seized and was running rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..